Manufacturer narrative:
(B)(4). The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb).

Event description:
It was reported that the ventilator's upper display was distorted. The ventilator was not on a patient at the time of the event.